Event description:
The customer reported they were receiving an error 4 message when inserting strips into their freestyle blood glucose monitor. The meter has been returned and, through the course of investigation, has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the letter.